Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had nausea and was vomiting. The cause of the event was not determined by the md. It was indicated that the customer did not change out the entire set to resolve hbgs. The customer was educated on the two hbg rule.